Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The complaint reports that the patient experienced redness surrounding their lead exit sites beginning 12 days after the leads were implanted, as well as serous fluid drainage from the exit sites beginning approximately one month after the leads were implanted. Photos attached to the complaint appear to show redness directly surrounding both lead exit sites, as well as what appears to be dried surgical glue (i.e., dermabond) on top of at least one of the lead exit sites. The patient was reportedly seen by their physician in-clinic following the onset of serous fluid drainage; the patient's physician reportedly suspected the issue could be due to infection or allergic reaction to dermabond, the lead materials, or the patient's knee replacement hardware, per the complaint report and follow-up with a representative in contact with the patient. The patient was reportedly prescribed antibiotics and referred to an allergist for further assessment of the issue. Note that there was no report of a culture to test for infection, or additional information regarding an allergist's assessment of the issue available at the time of investigation. Due to the proximity of the suspectied infection to hardware from the patient's surgically repaired knee and considering that intervention was required to prevent further injury, this event is considered a serious inury. Per the complaint report, the patient has a history of foreign body reactions to medical implants not related to sprint (e.g., an intrauterine device) and the patient's physician suspected the issue reported in this complaint could be related to the patient's knee replacement hardware; therefore, it is possible that a predisposition for increased sensitivity to foreign body reaction and/or a reaction to a different foreign body (e.g., the patient's knee replacement implant) may have caused or exacerbated the reported issue. The patient reported decreased redness and drainage, per a representative in contact with the patient, and was able to complete sprint treatment without interruption, no lasting effects are anticipated.

Event description:
The complaint reports that the patient experienced redness surrounding their lead exit sites beginning 12 days after the leads were implanted, as well as serous fluid drainage from the exit sites beginning approximately one month after the leads were implanted. The patient was prescribed bactrim for treatment of the issue.